Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Two device samples were received in used condition without the original packaging. Per visual inspection, it was detected a cut in the flange/neck strap. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The cause for the condition was due to manufacturing. The complaint fault has been escalated to address a full root cause investigation for damaged flange/neck strap issues and is currently in the investigation phase.

Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, in information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer have had 2 incidents of split flanges on the tracheostomy tubes. Occurred while in use with patient, a trach tube was required. No patient injury reported. (B)(4) documents that first product malfunction and (B)(4) documents the second product malfunction.